Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during device testing/maintenance, the power handle displayed a red indicator where the battery was supposed to be full. The power handle was left on the charger, and there were no issues with other handles or the charger bay. There was no patient involvement. Pli:10 medtronic's initial evaluation of the incident device found that an analysis of the system data indicated that there was an error for the system queue being full.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection and functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. Evaluation of the data found that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. There was no imbalance between the cells. It was reported that the handle did not charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of fatal error caused by software restrictions not related to the reported condition. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause for the additional condition is traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.